Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found that it had removable power supply damage. To fix the issue, the fse replaced the removable power supply ((B)(4)), completed functional testing and safety check to factory specifications. The unit was then returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported while servicing the cardiosave intra-aortic balloon pump (iabp) unit, the getinge field service engineer (fse)discovered the unit had removable power supply damage. There was no patient involvement, and no adverse event reported.